Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 807:05 four times, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 807:05 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.